Manufacturer narrative:
H10: per good faith effort (gfe) response received on 14may2024, the authorized service provider (asp) confirmed the reported issue after troubleshooting the device and stated that after the touchscreen was replaced, the device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating that during device inspection, the touchscreen could not be used after the device was turned on. It was reported that there was no patient involvement at the time the issue was discovered. The customer called technical support to report that during device inspection, the touchscreen could not be used after the device was turned on. Touchscreen calibration was performed, but the issue remained. Resolution and disposition are pending.

Manufacturer narrative:
E1: reporting institution phone #: (B)(6). Reporter phone #: (B)(6).